Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse attempted to replace the universal surgical manipulator (usm), but the problem persisted. The set up joint (suj) was most likely the cause. The fse replaced the proximal and distal suj, and the issue was resolved. The system was tested and verified as ready for use. Isi did not receive the product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a training/demo of the da vinci system, there was a recoverable fault on arm 4. Prior to calling technical support, customer had restarted the system and tried to recover the fault several times, but issue persisted. At the time of the call artemis was not showing the live logs. Technical support engineer (tse) guided customer to perform a system restart and emergency power off (epo). After restart, error 23087 appeared immediately. Tse guided customer to disable arm 4 and to recover the fault. Customer was able to do so and explained that they can use the system as a 3 arms system. Customer wanted to have their field service engineer (fse) as soon as possible due to their planned trainings. There was no report of patient involvement.